Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to unspecific medical reasons that require serial MRI thus needing MRI compatible device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.